Manufacturer narrative:
Concomitant medical products: product ID: a810, serial#: unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 2000mcg/ml baclofen at 781.2 mcg/day via an implantable infusion pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that there was a motor stall seen at the initial interrogation and the patient did not recently have a magnetic resonance imaging scan. It was reported that the motor stall was active and the stopped pump period may exceed tube set. The logs revealed a stall on (B)(6) 2018 at 12:26am and recovery at 05:05am that same day. The logs then revealed a stall on (B)(6) 2018 at 11:21pm that had not yet recovered. The stopped pump message occurred at 11:21pm on (B)(6) 2018. It was reported that the patient was an inpatient at the hospital with spasticity and a severe urinary tract infection. It was reported that the patient did not appear to be in withdrawal. It was reported that the pump was alarming. It was reported that alert codes 99 and 100 were reported on the tablet. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp stated that the cause of the motor stall was not d determined. The cause of the codes on the programmer app was not determined. The patient's pump is planned to be replaced in the near future. The replacement had been delayed as the patient was in the hospital due to sepsis from her uti and they were waiting on clearance from the hospital to proceed with surgery. The issue was not considered resolved. The patient's weight was unknown. The software version used was (B)(4). No further complications were reported.

Manufacturer narrative:
Product ID: a810, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that the patient's pump had reached end of service and was alarming. No further complications have been reported.